Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding during a surgical procedure, this has happened four times that day. The customer believed that the operating system may not be installed correctly or that the backup battery was defective. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpected reboots brought down the entire system. A field service engineer replaced the hard drive and reimaged to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the unexpected reboots that brought down the entire system. A field service engineer replaced hard drive and reimaged to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding during a surgical procedure, this has happened four times that day. The customer believed that the operating system may not be installed correctly or that the backup battery was defective. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a surgical procedure, this has happened four times that day. The customer believed that the operating system may not be installed correctly or that the backup battery was defective. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.